Manufacturer narrative:
Additional information provided in pt and event sections. Correction: a supplemental medical device report (smdr) #1 is being filed to correct the date on the prior filed initial report. Incorrect date of 02/23/2016 is being corrected to 03/18/2016. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer reported a patient with ectasia and irregular astigmatism of the right eye post lasik treatment. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to and after the day of the treatment. With limited information the root cause could not be determined conclusively. (B)(4).